Event description:
Patient was in bed, strong frequent coughing noted, nursing observed tracheostomy sliding in and out of anterior neck secured manually by nursing external tracheostomy was broken off surrounding flange. Md team came to bedside and assessed placement with bronchoscopy camera and airway was replaced bedside with respiratory care, md team and nursing support.